Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported a spectrum pump underinfused fluid during annual preventative maintenance testing. The tests were performed under proper procedures from the service manual, at a flow rate of 200 ml/hr with a volume to be infused (vtbi) of 40 ml. The customer reported that he did it in both volumetric and gravimetric methods, and on all 5 test attempts, he got a final volume of around 35 ml. There was no pt involvement.